Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stenting procedure, a guide wire fracture occurred. The lesion was located in the right coronary artery (rca). According to the customer, the mailman guide wire "snapped off and the distal tip (radiopaque section) was left inside the distal right artery". Attempts to snare the tip were unsuccessful. Patient status is reported as "fine". Additionally, it was reported that the patient was sent for surgery six days post procedure to attempt to retrieve the tip. Multiple attempts to obtain additional information have been unsuccessful.